Event description:
It was reported that the customer was hospitalized due to a blood glucose level of 800 mg/dl. The customer was treated with intravenous saline and insulin. At the time of the report with tandem technical support, the customer was still admitted to the hospital. The cause for the reported issue was due to an incomplete bolus alert. Tandem technical support educated the customer on the cause for incomplete bolus alerts, and educated the customer on completing a bolus request. Reportedly, there was no permanent damage to the customer. Multiple follow up attempts were to obtain additional information, however, the customer didn¿t respond.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.